Manufacturer narrative:
The full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation curve of the delivery system did not meet specification. The articulation of the delivery system was out of plane. The lumen of the delivery system was damaged. Blood was observed on the outer shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The lumen is damaged in the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the device had been placed and recaptured three different times, however no good site could be found in terms of fixation and electrical measurements. During an additional attempt, the delivery catheter formed a three-dimensional bend at the proximal side of the device cup, which prevented the system from crossing the tricuspid valve. The physician attempted to manually adjust the bend of the delivery catheter, and approach the tricuspid valve again, but was unable to reach the right ventricle due to recurrence of the bend. The physician chose to remove the first system, and use a new replacement system. The implant was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.